Manufacturer narrative:
Based on the information collected at the time of the event, lumenis determined that the event was not reportable since no patient treatments were performed. However, since the acne filter was subjected to a recall (z-1669-2016 ((B)(4) may-13-2016), the complaint was recently re-opened and re-evaluated for reportability. As part of a remedial activity, lumenis conducted a retrospective review of all its m22 acne filter complaint files from january 2015 to may 2017. Because the company is aware that this malfunction was alleged to have caused or contributed to a serious injury (reference - MDR 3004135191-2017-00023), this event represents a reportable malfunction.

Event description:
A lumenis technical expert reported that following an install of a lumenis m22 laser at the user facility, a calibration, safety, and energy test was performed. During this testing, the ipl acne filter energy output readings were registering high and thus out of manufacturer specifications. The technical expert returned the acne filter to the manufacturer and was not used in any patient treatments. No report of related injury was received.